Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unconscious by paramedics at the patient's home. The heartmate 3 system was not working at that time. The paramedic connected the patient to new batteries and the system started working again without technical issues. The patient was admitted to the hospital. Log files were downloaded and revealed a period on 10may2024 where external batteries were completely depleted and the emergency backup battery (ebb) was in use for about 90 minutes. During this period the alarm silence button was pressed 22 times. New batteries were then connected. On 11may2024 again both external batteries were completely depleted. The ebb powered the system for about 2 hours before it also depleted. A controller date and time reset occurred when the paramedics connected batteries again on 13feb2024. The patient was in the hospital and still unconscious.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s pump stopping due to full battery depletion was confirmed via the provided log file. The log file contained data spanning approximately 1 day ((B)(6) 2024 per timestamp). On (B)(6) 2024 at 08:17:30 the no external power alarm activated due to the 14v li-ion batteries being depleted. The batteries had been in use for longer than 14 hours before becoming fully depleted. The backup battery supported the system for the next two hours until that became depleted as well stopping the pump at 10:22:30. The pump restarted without issue when the controller was reconnected to a set of charged batteries, the pump was off for an unknown amount of time. There was one other no external power alarm active in the log file also related to the batteries becoming depleted; the batteries were reconnected prior to the pump stopping. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the patient¿s pump was shut off on (B)(6) 2024 and that the patient is in palliative care. It is unknown if the patient was in a condition to respond to controller alarms leading up the system¿s clock reset and pump stop. There were no device issues identified during evaluation of the log files and the root cause of the reported event cannot be correlated to a device related issue. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G) instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. The heartmate 3 patient handbook (rev. G, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook (rev. G, section 3 ¿powering the system¿) instructs users on how to check the charge of their batteries via its fuel gauge button. Users are instructed to always check the battery¿s charge before putting it into use and to always use fully charged batteries. Heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the low voltage/power cable disconnect and no external power alarms. Users are instructed to reconnect their power cables to either wall power or fully charged batteries to resolve the alarms. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the hospital staff assumed the patient tried to commit suicide. The pump was shut off on (B)(6) 2024 and the patient was in palliative care.